Manufacturer narrative:
The patient was born on an unreported date in 1969. The patient experienced the peritonitis on an unreported date in (B)(6)2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. On an unreported date, the peritonitis was resolved and the patient was recovered. No further detail was provided regarding whether the patient was hospitalized for the event or if physioneal, nutrineal and extraneal therapies were ongoing. No additional information is available.